Event description:
It was reported that the patient developed an infection in an unknown location. No device malfunction was suspected. The patient was placed on antibiotics. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 7074905/7074973.